Event description:
Olympus was informed that after a turbinate reduction procedure the pt experienced post operative bleeding from the turbinate. The wattage setting on the electrosurgical was not known for the procedure. There was no pt injury or device malfunctioned noted during the procedure.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional info regarding this report with no result. The device referenced in this report was not returned to olympus for eval. The exact cause of the user's report could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.